Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. During a routine device changeout procedure, insulation damage was observed. The lead was capped and replaced at that time.